Event description:
It was reported that the 16fr foley catheter was placed as intended using the surestep foley tray system. The staff attempted to remove the foley, the balloon would not delate, the catheter remained in place and was draining well. Urology team again attempted to remove the catheter, but the balloon would not deflate. The port was cut but the balloon did not deflate. The foley was removed with the balloon intact.

Manufacturer narrative:
Upon further review it has been determined the information in this record is of a duplicate record already submitted to the FDA, therefore bard/bd has determined that this MDR is not reportable.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the 16fr foley catheter was placed as intended using the surestep foley tray system. The staff attempted to remove the foley, the balloon would not delate, the catheter remained in place and was draining well. Urology team again attempted to remove the catheter, but the balloon would not deflate. The port was cut but the balloon did not deflate. The foley was removed with the balloon intact.